Event description:
It was reported that the director of women's services stated that they are not able to obtain a sustainable pulse ox reading for the first 10 minutes of life for the neonate. They are using the rad-87 and ge dash 4000 devices with masimo set technology with a new sensor. They have been having this issue since they have started the nrp resuscitation guidelines. The customer stated that they have had their biomed department check the devices and they are working within specifications and that when they use these devices later on (after the first 10 minutes of life) they work without any difficulties. Additional information received indicated that the reported issue occurred during a resuscitation. The device will show a reading for a short time and then the reading would no longer show. This the alarm message of "sensor of" along with the audible alarm.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.